Event description:
The manufacturer received information alleging ventilator inoperative appeared on the screen while the trilogy ev300 device boots up after running the full verification test on the device. The device was not in use on a patient at the time of the occurrence. A philips remote service engineer (rse) assisted the customer with this issue. The philips rse advised to remove both batteries (internal and detachable) and ac power from the device. The philips rse informed the customer to let the device sit for thirty minutes so it will go into ship mode. After the thirty minutes, the philips rse informed the customer to reconnect all power and power back on the device. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.